Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on nov 01, 2017 with lot number 2476473. Visual analysis of the returned device identified: white particles, wear abrasion, fold creases, bubbles in gel, air voids between shell and gel and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings found. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.